Event description:
The physician reports noticing that the crystalens haptic tore after delivery using the cyrstalsert lens injector system. Intervention was performed in order to enlarge the incision and removed the damaged lens. A second crystalens was implanted successfully. Reference MDR#2031924-2009-00164.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the primary cause of the haptic damage was related to use of the lens injector system, where the iol was loaded incorrectly in the injector and the haptic subsequently became damaged. The physician also thought the lens may have been received damaged. The damaged lens was returned to b&l and evaluated. The visual inspection revealed the haptic was torn at the hinge. The damage is consistent with lenses that are damaged during delivery using a lens injector system.